Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: (partial) 2012 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported and confirmed that the patients catheter had dislodged during catheter insertion/advancement. It was indicated that the patient had lumbar surgery for another issue and the health care provider (hcp) wanted the catheter to be placed higher in the intrathecal space. It was noted when they tried to advance the catheter into the intrathecal space, the catheter coiled around and ended up migrating to l2-3, so the hcp did not want to use it. It was stated that there was a 1-2 inch gap from the end of the measured guidewire to the tip of the catheter. The catheter was discarded and a new distal piece was placed to the proper spinal location. It was stated that the patient did not have any issues or exhibit any symptoms and receiving effective therapy. The drug delivered via pump was compounded morphine.